Manufacturer narrative:
As of 04/16/2021 aso evaluated unused returned and retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report, received by aso on 03/22/2021 consumer stated that the product caused her a rash. She stated will be seeking medical attention. The completed customer information request (cir) received from the consumer on 04/08/2021, stated that the issue was with the tape area. She added that the bandages irritated her skin causing rash and dark marking. The customer stated followed up with her primary doctor.